Event description:
Additional information received indicated that fluoroscopy confirmed the dislodgement.

Event description:
It was reported that the patient presented to the clinic. Evaluation identified that the atrial lead was dislodged. The atrial lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information requested but was not received.